Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 6 application and condition of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures about handling, we confirmed the contents of the instruction manual and found the description below. There is a possibility that the indicated phenomena can be prevented by following the description below. Do not bend the insertion section with excessive force otherwise the insertion section could be broken. Do not coil the endoscope¿s insertion section, universal cord or the video cable with a diameter of less than 10 cm. The endoscope can be damaged if coiled too tightly. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera rhino-laryngo videoscope experienced a distorted screen. It was unknown when the event took place. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of compromised image was not confirmed. Additionally, the universal cord contained foreign objects. Due to damage on the charged coupled device unit (ccd unit), a noise image occurred. Due to damage on the circuit board of the video plug section, image noise occurred, and an image could not be displayed. Due to a pinhole on the bending section cover (a-rubber), water tightness was lost. A-rubber had a stain. Adhesive on a-rubber had a chip. The connecting tube had a scratch. The image guide protector had a cut. The video connector had a scratch. The light guide connector had a scratch. The protector of the video cable section had a scratch. The up/down plate had a scratch. The angulation lever had a scratch. The grip had a scratch. The switch box had a scratch. The image guide protector had a cut. The a-rubber had a stain. The video connector case had a scratch. The control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.